Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his-bundle lead exhibited high and raising thresholds. The rv his bundle lead was re programmed and remains in use. The patient is a participant in the post approval registry. No patient complications have been reported as a result of this event.